Event description:
It was reported that, once the patient was connected to the carina, the device displayed after a few seconds a "device error" message. The device was not delivering oxygen or airflow, and the patient experienced a momentary sensation of suffocation. The carina had to be taken offline and the patient switched to a wall-mounted CPAP device. The patient was already in critical condition (heart infarction) before being connected to the device. No further health complications for the patient have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.